Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a thoracic esophagogastric arch anastomosis procedure under general anesthesia, it was found the device was hard to cut tissue which lead to handle breakage (firing knob). No pieces fell into the patient. Changed to another product to complete. There were no patient consequences reported. Patient was stable and left the hospital.